Manufacturer narrative:
The sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The hcp stated that the lesion was a small focal lesion in sfa region and had no issues in getting balloon or sheath down to the target lesion site. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at four atmospheres during treatment of the target lesion. The health care professional (hcp) gained access to the patient's superficial femoral artery (sfa) with a 6 french introducer sheath over an 035 guide wire. The target lesion within the sfa was predilated using a 6x40 boston scientific mustang pta balloon. The lutonix dcb was advanced without issues and was incrementally inflated, but it ruptured prior to treatment completion. The lutonix dcb was removed without issues and another device was used to successfully complete the procedure. No adverse patient effects were reported. The customer discarded the device.